Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found when the device was connected to a known good system, the returned psu was found to have normal function. It passed an accuracy test and there was no problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the site noticed the instruments were flickering between "verified" and "localizer not connected". There was no patient present when this issue was observed.